Event description:
The customer reports: the catheter tip broke off/separated during the thrombectomy procedure. The tip was recovered/retracted from the patient without any harm.

Manufacturer narrative:
(B)(4). The customer returned a 5 fr ptd catheter for evaluation. Signs-of-use in the form of biological material was observed on the basket wires. A tug test was performed on the basket wires. The wires appear intact and secure. A device history record review was performed on the ptd device and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user that "the ptd device is not for use in stents". The IFU also mentions, " if the flexible tip "folds over" itself when it encounters the sheath valve, insert the folded-over tip through the valve and pull back slightly to allow tip to unfold in open cavity of the hub. At this point, the device can be fed through the sheath into the graft." Finally, the IFU also warns, "potential fatigue failure of the ptd torque cable and fragmentation basket may occur with prolonged activation of ptd device. The cumulative activation time of the ptd device in all radii should be limited to 30-60 seconds. A rapid withdrawal rate of 1-2 cm/second is recommended when sharp radii are encountered". The reported complaint of the distal basket tip separated from the basket was confirmed through visual inspection of the returned sample. A portion of the tip was still attached to the distal connector. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the catheter tip broke off/separated during the thrombectomy procedure. The tip was recovered/retracted from the patient without any harm.